Manufacturer narrative:
Investigation type return (B)(6) 2023: returned product 4 universal rings (green ¿ triodent) of which 3 were broken in half and 1 extremely worn out/evidence of long-term usage and was not broken/damaged. Date code for the 1 non-broken ring ¿c¿ for (B)(6) and ¿I.¿ for 2019, I which this ring exceeds useful life of 2 years from manufacturing date (see attached communication). The other 3 date codes are as follows: 1 with ¿k¿ for (B)(6) with ¿m¿ for 2021 and the other 2 are the same and are ¿I¿ for (B)(6) with ¿m¿ for 2021. DHR and retain evaluation will be conducted. (Nwv). Investigation type retain 6-13-2023: final product retains are not kept as per normal procedure. Retains from overmolding lot of universal rings batch 05043110 was reviewed and inspected per 0290-ip-7.5-60-58 and were found acceptable. (Nwv) DHR 6-13-2023: DHR for item# 403342 batch# 05243872 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the v3 ring universal (green) 2 pack. Work order (B)(4) is the packaging work order which utilized 3 different over-molding of the springs to rings production work orders/runs of item 220004 (universal/green ring) in which were 05104833 (produced 02-2022), 05043110 (produced 11-2021) & 05104834 (produced 02-2022). DHR for only batch# 05043110 has also been pulled, reviewed, and attached to this case (only batch manufactured in november 2021 with date code ¿k¿ and ¿m¿ from verified returned product). DHR review did not indicate any issues in production, with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. DHR evaluation not conducted on any other batches as no additional batch information was provided in case and as confirmed by returned product date codes, the other 3 returned were not from item# 403342 batch# 05243872. (Nwv).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that v3 ring universal (green) 2 pk broke during use. No injury.